Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise on the right ventricular (rv) channel which was oversensed resulting in multiple instances of pacing inhibition which was greater than two seconds. The patient experienced pre-syncopal symptoms. Fluoroscopy revealed a lead fracture and a revision procedure was performed to replace this lead. No additional adverse patient effects were reported.